Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated, "the patient died due to the clinical conditions of the patient and not as a result of the performance of the device."

Event description:
On (B)(6) 2018, a 15mm mechanical heart valve was implanted in a (B)(6) born with complex congenital heart disease consisting of a double outlet right ventricle and coronary anomaly. Prior surgical interventions included ventricular defect closure, arterial switch procedure and mitral valvuloplasty. The patient remained hospitalized in the intensive care unit. Following the valvuloplasty, the patient underwent a mitral valve replacement due to the presence of severe mitral insufficiency as an attempt to save the (B)(6) life. Post-procedure, the patient remained persistently unstable and in the ICU on inotropes. On (B)(6) 2018, the patient died due to the clinical conditions of the patient and not as a result of the performance of the device.